Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on 12/02/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the battery compartment was found to have cracked at the opening. The pump powered up with auditory and vibratory features. The keypad cover was torn and punctures. No tactile issue was observed with the buttons and no anomalies were found upon removal of the keypad cover. (B)(6).